Event description:
Reporter reported a spike was broken on a transfer set when it was connected by a clean flash device. It was used for 3 days. The actual sample is available for evaluation. There was no patient injury or medical intervention.